Manufacturer narrative:
Batch review performed on 27-may-2022. Lot 2002925: (B)(4) items manufactured and released on 16-jul-2020. Expiration date: 2025-jul-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event

Event description:
The patient came in reporting pain due to a bone tibial plateau fracture and the cause is unknown. After almost 1 year and 6 months the surgeon revised the femur, tibia, and insert. The surgery was completed successfully.